Manufacturer narrative:
Institution phone number (B)(6).

Event description:
E/c 111e cpu pcba adc failed, not in clinical use, no reports of patient/user harm or injury and investigation is ongoing.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) completed the repair activities by proactively replacing the central processing unit printed circuit board assembly (cpu pcba) as previously recommended. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: philips received a complaint from the customer, reporting check vent: central processing unit printed circuit board assembly analog to digital converter (cpu pcba adc) failed error alarmed on the v60 ventilator. The issue occurred during testing; the device was not in clinical use. There was no harm. A manufacturer's product support engineer (pse) evaluated the device and reported the issue could not duplicated. However, the error was confirmed in the event log. The pse determined a failure in the cpu board was the most likely cause. No response has been received from the customer in regard to a repair decision at this time. The work order will remain open and will be updated once a customer decision is reached. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.